Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The stem remains implanted. The stem was manufactured in 2009. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Expiration info was verified to be correct. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Potential probable causes that could contribute to the reported event have been identified as user error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a thr procedure, an expired implant was opened and cemented in place. By the time it was realized, it was too late to use a new implant. There were no delays in the procedure and no patient injuries reported. There is no medical or surgical intervention planned.